Event description:
It was reported that the unit was solicited for preventative maintenance. There was no patient involvement. Due diligence is complete. Inconsistent speed was confirmed at final investigation. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were out of specification on the low end and some components were worn or damaged. The lever, switch, plug harness, bearings, screws and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.